Event description:
It was reported post a percutaneous coronary intervention procedure, the patient expired. Vascular access was gained via the femoral artery. A 16mm long totally occluded target lesion was located in a mildly tortuous and moderately calcified proximal left anterior descending artery with a reference vessel diameter of 3.0mm. A 3.0x20mm promus element stent was advanced with resistance then implanted; however, it was noted that the initial stent placement was not well apposed. It is unspecified if further treatment was required. The patient expired a few hours post procedure. The physician is not relating the patient's death to the stent implantation.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).